Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an 7cm abdominal aortic aneurysm. Vessel morphology was reported to mildly tortuous with moderate calcification. It was reported that the bifurcated stent graft was successfully implanted and during the changing of the bifurcated stent graft delivery system, the physician lost guidewire placement. The physician was unable to re-cannulate the contralateral gate with the guidewire. The physician elected to perform a femoral to femoral by pass and convert the stent graft to an aui. The patient was sent to recovery and was reported to be in stable condition. It was reported four days later, the patient expired due to pulmonary embolism.

Manufacturer narrative:
Evaluation results: inherent risk or procedure (death). Pt's condition affected effectiveness of device (mildly tortuous with moderate calcification) incorrect technique/procedure (lost guidewire placement). Evaluation conclusions: device failure/lack of effectiveness related to pt condition (mildly tortuous with moderate calcification). User error contributed to event (lost guidewire placement).